Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. The wireless software update was performed clearing the eri message and verified the ipg battery status was good. The issue was resolved.